Event description:
It was reported that the user sat on the pump, resulting in a connector that cracked and could not be twisted to remove the cartridge until guided troubleshooting enabled removal. Symptoms included no impact to blood glucose. Outcomes included no alarms, alerts, or hospitalization. Investigation included remote troubleshooting and user education, including use of tweezers to gently rotate and remove the remaining connector and the cartridge, followed by replacement of supplies. Investigation of this case revealed physical damage to the connector consistent with user-applied mechanical stress, with successful resolution after component removal and replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.